Event description:
Small piece of the tip of the device broke during use. The piece was located by xray but was not recovered due to its location.====================== manufacturer response for agressive cutter, formula agressive cutter disposable arthroscopy blade 2.5mm (per site reporter)======================mfg will be contacted today and device will be returned as requested by mfg.